Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient felt a wire/lead came to the surface of their skin. The contributing factors that could have led to the issue included that patient had a fall. An MRI and x-rays were performed and the healthcare professional chose to remove the entire system. The system was explanted and the issue was noted to be resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.